Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that an image of venovo stent was received, and the product appeared to be labeled with a us code although it was found in the west region. There was no reported patient injury.

Event description:
A patient underwent a stent placement procedure using venovo stent. It was reported that an image of venovo stent was received, and the product appeared to be labeled with a us code although it was found in the west region. There was no reported patient contact.

Manufacturer narrative:
H11: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the physical label and/ or product was not available for evaluation. One provided image demonstrates label information of a venovo product. Various significant deviations from the angiomed standard such as missing peal off labels, not existing product number, layout issues, expired shelf life, varying expiry date, and lot/ size mismatch indicate that the label image is a fake. It is not known whether a label image has been digitally faked on the provided photo, or a real label has been faked/ printed, and used on a product. An image demonstrating a serious angiomed label was not provided which leads to inconclusive result. A manufacturing related issue could not be found. The provided labeling image was considered a fake, various significant changes from the angiomed standard indicate that the label is not an original angiomed label. The legal department will be informed. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labelling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instruction for use states: 'examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used.', and 'do not use the device after the ¿use by¿ date specified on the label. B5, g3. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the physical label and/ or product was not available for evaluation. One provided image demonstrates label information of a venovo product. Various significant deviations from the angiomed standard such as missing peal off labels, not existing product number, layout issues, expired shelf life, varying expiry date, and lot/ size mismatch indicate that the label image is a fake. It is not known whether a label image has been digitally faked on the provided photo, or a real label has been faked/ printed, and used on a product. An image demonstrating a serious angiomed label was not provided which leads to inconclusive result. A manufacturing related issue could not be found. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use (IFU) states: 'examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used.', and 'do not use the device after the ¿use by¿ date specified on the label.' D2, g2, g3, h6 (method, result, conclusion) section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that an image of venovo stent was received, and the product appeared to be labeled with a us code although it was found in the west region. There was no reported patient injury.